Manufacturer narrative:
The customer¿s report of unregulated flow of propofol was not confirmed. Physical inspection of the device noted dried fluid residue in the rear case, under the membrane frame and on the bezel assembly. The mechanism assembly was disassembled and no signs of fluid residue were observed on the pumping fingers, pumping finger grooves or occluders. The sear was found to be in an offset configuration. The latch/sear of 1 concomitant pump module was found to be a 3rd party part; testing confirmed that the 3rd party latch/sear of that device did not activate the flo-stop safety clamp when the pump module door was opened. No 3rd party latch/sears were found installed on the suspect device or any of the other concomitant modules. Review of the pcu event logs showed that at 1:08 pm on (B)(6) 2016 the pump module received a remote IV order for propofol 1000mg/100ml to infuse at 2.9ml/hr and the infusion was started. Between 1:08 pm and 2:25 pm there were 9 instances in which the door was opened and closed, however the reason why this occurred could not be determined during the investigation. During testing there were no signs of unregulated flow observed. Rate accuracy verification found the device to be infusing within specification. The root cause of the reported unregulated flow of propofol was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported propofol (bottle 10mg/1 ml ¿ 100 ml bottle) was to infuse at 2.9 ml/hr (10 mcg/kg/min), however ¿pump allowed medication to free flow into patient for approximately 2 hours.¿ although requested, no additional event and patient information was provided. Clinician stated: "to my knowledge no negative patient effects. No intervention required." Devices were sequestered, set was not saved.